Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that a year or two ago he had a revision. The patient stated that the revisions he had were "due to me doing something to disconnect leads or batteries failed." No patient symptoms reported. If additional information is received a follow-up report will be sent.